Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for the reported balloon rupture and unraveled material. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cqf7584 pta balloon dilatation catheter allegedly ruptured and material unraveled. The information was received from a single source. One patient was involved with no reported patient injury. A (B)(6) year old male patient's weight was not provided.